Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would will squirt out if the tubing during manual prime. The customer¿s blood glucose was unknown at the of the incident. The customer declined to be transferred to the helpline for troubleshooting. The insulin pump will not be returned for analysis.